Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("during surgery, physician discovered that the left essure micro-insert was protruding through her fallopian tube/ perforation (fallopian tube(s))"), device dislocation ("the left fallopian tube showed protrusion of the essure"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bacterial vaginosis"), hydronephrosis ("bilateral hydronephrosis") and kidney infection ("serious kidney infection") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abruptio placentae (pregnancy complication), cerebral palsy (pregnancy complication: son born with mild cerebral palsy), menometrorrhagia and uterine cervix stenosis. Previously administered products included for prevention of unwanted pregnancy: condoms. Concurrent conditions included endometrial ablation and obesity. Concomitant products included drospirenone + ethinylestradiol (yaz) from october 2008 to november 2008. On (B)(6) 2007, the patient had essure inserted. In november 2007, the patient experienced weight increased ("weight gain"), weight decreased ("weight loss") and fatigue ("fatigue"). In june 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In june 2012, the patient experienced migraine ("migraine headaches/ migraines") and headache ("headaches/ head pain"). In december 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In october 2013, the patient experienced alopecia ("hair loss"). In march 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with uterine pain, abdominal pain lower, pelvic pain, abdominal pain lower and abdominal pain. On (B)(6) 2014, 6 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bacterial vaginosis (seriousness criterion medically significant), hydronephrosis (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), endometriosis ("endometriosis"), weight fluctuation ("weight fluctuations"), hypotension ("low blood pressure") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (total hysterectomy and left, partial salpingectomy uterus and cervix were removed), surgery (ablation on (B)(6) 2008 essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, weight increased, weight decreased, alopecia, fatigue, migraine, headache and dyspareunia had resolved, the device dislocation, bacterial vaginosis, hydronephrosis, kidney infection, endometriosis and hypotension outcome was unknown and the weight fluctuation and ovarian cyst had not resolved. The reporter considered alopecia, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, hydronephrosis, hypotension, kidney infection, menorrhagia, migraine, ovarian cyst, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: despite treatment, patient symptoms did not improve. March 1, 2014, she underwent diagnostic laparoscopy and dilation and curettage with hysteroscopy. Postoperatively, patient recovery course was complicated by a serious kidney infection, as well as bacterial vaginosis and bilateral hydronephrosis. Furthermore, because plantiff has not yet had the remaining essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. In jan-2008, hysterosalpingogram (hsg), results: total bilateral occlusion, full occlusion of fallopian tubes. On 01-mar-2014, underwent diagnostic laparoscopy and dilation and curettage with hysteroscopy and operative finding: left essure micro-insert was protruding through her fallopian tube, and that based on these findings, it was physician recommendation have surgery to remove the portion of her fallopian tube that had been perforated by the essure microinsert. Current weight as of 27-feb-2018: 171.00 lbs. Approximate weight at the time of essure placement 220.00 lbs. Concerning the injuries reported in this case, the following ones were reported via "the left fallopian tube showed protrusion of the essure" most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received and event "the left fallopian tube showed protrusion of the essure" added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bacterial vaginosis ("bacterial vaginosis"), hydronephrosis ("bilateral hydronephrosis"), kidney infection ("serious kidney infection"), fallopian tube perforation ("during surgery, physician discovered that the left essure micro-insert was protruding through her fallopian tube/ perforation (fallopian tube(s))"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abruptio placentae (pregnancy complication) and cerebral palsy (pregnancy complication: son born with mild cerebral palsy). Previously administered products included for prevention of unwanted pregnancy: condoms. Concurrent conditions included endometrial ablation and obesity. Concomitant products included drospirenone + ethinylestradiol (yaz) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced weight increased ("weight gain"), weight decreased ("weight loss") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced migraine ("migraine headaches/ migraines") and headache ("headaches/ head pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criterion medically significant) and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with uterine pain, abdominal pain lower, pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced bacterial vaginosis (seriousness criterion medically significant), hydronephrosis (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), endometriosis ("endometriosis"), weight fluctuation ("weight fluctuations"), hypotension ("low blood pressure") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (total hysterectomy and left, partial salpingectomy) and surgery (ablation on (B)(6) 2008). Essure was removed on (B)(6) 2014. At the time of the report, the bacterial vaginosis, hydronephrosis, kidney infection, endometriosis and hypotension outcome was unknown, the fallopian tube perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, weight increased, weight decreased, alopecia, fatigue, migraine, headache and dyspareunia had resolved and the weight fluctuation and ovarian cyst had not resolved. The reporter considered alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, hydronephrosis, hypotension, kidney infection, menorrhagia, migraine, ovarian cyst, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: despite treatment, patient symptoms did not improve. (B)(6) 2014, she underwent diagnostic laparoscopy and dilation and curettage with hysteroscopy. Postoperatively, patient recovery course was complicated by a serious kidney infection, as well as bacterial vaginosis and bilateral hydronephrosis. Furthermore, because plaintiff has not yet had the remaining essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. In (B)(6) 2008, hysterosalpingogram (hsg), results: total bilateral occlusion, full occlusion of fallopian tubes. On (B)(6) 2014, underwent diagnostic laparoscopy and dilation and curettage with hysteroscopy and operative finding: left essure micro-insert was protruding through her fallopian tube, and that based on these findings, it was physician recommendation have surgery to remove the portion of her fallopian tube that had been perforated by the essure microinsert. Current weight as of (B)(6) 2018: 171.00 lbs. Approximate weight at the time of essure placement 220.00 lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure removal date (B)(6) 2014 was added. Events abnormal bleeding (menorrhagia), migraines, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), pelvis pain, head pain were clubbed with previously reported events. Events vaginal haemorrhage, weight decreased, abdominal pain, uterine pain were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("during surgery, physician discovered that the left essure micro-insert was protruding through her fallopian tube"), kidney infection ("serious kidney infection"), bacterial vaginosis ("bacterial vaginosis") and hydronephrosis ("bilateral hydronephrosis") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain lower, kidney infection (seriousness criterion medically significant), bacterial vaginosis (seriousness criterion medically significant), hydronephrosis (seriousness criterion medically significant), endometriosis ("endometriosis"), weight increased ("weight gain"), weight fluctuation ("weight fluctuations"), migraine ("migraine headaches"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue"), alopecia ("hair loss"), dysmenorrhoea ("abnormally severe menstrual pain"), menstrual disorder ("abnormally heavy menstrual bleeding"), menorrhagia ("prolonged and abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), headache ("headaches") and hypotension ("low blood pressure"). The patient was treated with surgery (total hysterectomy and left, partial salpingectomy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, weight increased, weight fluctuation, ovarian cyst and alopecia had not resolved and the kidney infection, bacterial vaginosis, hydronephrosis, endometriosis, migraine, fatigue, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, headache and hypotension outcome was unknown. The reporter considered alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, hydronephrosis, hypotension, kidney infection, menorrhagia, menstrual disorder, migraine, ovarian cyst, weight fluctuation and weight increased to be related to essure. The reporter commented: despite treatment, patient symptoms did not improve. On (B)(6) 2014, she underwent diagnostic laparoscopy and dilation and curettage with hysteroscopy. Postoperatively, patient recovery course was complicated by a serious kidney infection, as well as bacterial vaginosis and bilateral hydronephrosis. Furthermore, because plaintiff has not yet had the remaining essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirming full occlusion fallopian tube. On (B)(6) 2014 underwent diagnostic laparoscopy and dilation and curettage with hysteroscopy and operative finding: left essure micro-insert was protruding through her fallopian tube, and that based on these findings, it was physician recommendation have surgery to remove the portion of her fallopian tube that had been perforated by the essure microinsert. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.